Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer has been experiencing high blood glucose. The customer also mentioned the pump is giving her trouble. She stated the pump was 76mg/dl and finger stick was 389mg/dl and recently had a seizure. The customer's blood glucose was 415mg/dl, treated with bolus. Customer declined troubleshooting.